Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged that there was false negatives. The following information was provided by the initial reporter: mon mar 13 13:45:13 utc 2023 - patient fields updated: hazard, injury or erroneous results details the customer will sub-culture/gram stain the samples in question. These are presumed false negatives at this point due to the time shift that occurred on the fx instrument.

Manufacturer narrative:
H.6 investigation summary: a bd field service engineer went onsite to investigate. Log files were reviewed and found that there was a reading gap due to a mismatch of the time stamps between the instrument and database records. The fse noted this was likely due to a dead bios cr2032 battery that is to allow the board to maintain time during power outage. The fse checked the electronics drawer and found the battery was missing. The fse replaced the battery and ensured all functionality before turning back over to the customer. This is a confirmed complaint. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review shows one prior complaint logged for alleged false negative results that was due to a customer workflow issue. Sample analysis in the form of log files revealed a reading gap corresponding with the power outage leading to the discovery of a missing bios battery, which was the root cause of the issue. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged that there was false negatives. The following information was provided by the initial reporter: (B)(6) 2023 13:45:13 utc - patient fields updated: hazard, injury or erroneous results details the customer will sub-culture/gram stain the samples in question. These are presumed false negatives at this point due to the time shift that occurred on the fx instrument. (B)(6) 2023 13 13:16:10 utc - patient fields updated: hazard, injury or erroneous results?: yes. Hazard, injury or erroneous results details to follow. (B)(6) 2023 13:35:38 (gmt). Steps taken with customer/troubleshooting: the customer called in to report that the vials in the fx instrument have a negative protocol time. I asked the customer if they have remote access and we tried for a remote connection to collect the log file with no success. I next had advised to the customer that they will have to sub-culture the contents of the instrument. I had the customer check the time(s) on the fx instrument and the epi-center server pc and the times look good. The bios battery on the ecm had died and when the instrument lost power it caused a time shift. I have sent the customer instructions to her email on how to collect a log file. I am going to proceed with a dispatch to not delay the instrument service. Customer reports false negatives.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.